Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-aug-2025 the patient reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl. The user was transported to the hospital by ems where the user was diagnosed with diabetic ketoacidosis and treated with intravenous insulin and discharged on (B)(6) 2025. No long-term health effects were reported.